Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the distal end. A damage was observed at the femoral marker in the sheath assembly. No damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on 14may2018. It was reported that catheter disconnection message occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that catheter disconnection message was displayed during pullback. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a damage (marker flakes off) at the femoral marker in the sheath assembly.